Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the residual volume on the pump stated the pump was empty, but the medication bag was full. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).